Event description:
It was reported that the patient was experiencing inadequate stimulation and was having an itching sensation at the ipg site. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted ipg was kept by the medical facility.